Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced a return of symptoms following a motor vehicle accident and also noted a previous symptom return about 3 months after implant. The patient was advised to follow-up with their healthcare provider (hcp) to have the implanted system checked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.